Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A settings/memory issue was reported with the adc device. The customer reported device does not save measurements every time a glucose test was performed. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided water, sugar, juice and food for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and the serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs neo optium meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A settings/memory issue was reported with the adc device. The customer reported device does not save measurements every time a glucose test was performed. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided water, sugar, juice and food for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.